Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an empty cartridge alarm occurred. It was also reported that a cartridge change error occurred. The pump was reset, a new cartridge was loaded, and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose value.